Event description:
It was reported to a company representative that a vns patient was having worsening dizziness and reported breakthrough nocturnal seizures. The battery was showing 50% and diagnostics were provided to be ok. Additional relevant information has not been received to-date.